Event description:
It was reported that the pt presented to the hospital "in a coma". The hcp did not feel that the pt's condition was related to the pump as they are in the middle of their refill cycle with no programming or drug changes. The hcp planned to check the pump reservoir volumes, possibly fill with saline and program to minimum rate until a cause can be determined. Drug concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.